Manufacturer narrative:
(B)(4). G2 foreign: australia. D10: zimmer biomet devices: unknown cup, unknown stem. H6 proposed component code: mechanical (g04) - head. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent initial right total hip arthroplasty on an unknown date with unknown devices. Subsequently, the patient was revised due to instability. Significant gluteal tears were noted which were repaired, and the initial head and liner were removed and replaced. No further event information available at the time of this report.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under 0009613350-2025-00598.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under 0009613350-2025-00598.